Event description:
It was reported by the customer that they were dispatched to a trauma pt, at the scene of a motor vehicle accident. It was indicated that the police were the first to respond but no treatment of the pt was performed. A nurse also stopped at the scene and indicated that pt was expired. The customer responded approx 4 minutes after receiving the initial call. They attached their lifepak 12 device to the pt with a set of quik-combo pads. The defibrillation electrodes would not recognize that they were attached and continued to prompt "connect electrodes". This set was removed and another set of quick-combo pads were applied with the same results. There were no notes of excessive hair or sweat. It was noted that the outdoor temperature was quite cold. Another fire dept was dispatched approx 2 minutes after the first one and arrived approx. 5 minutes after. The pt was connected to the second lifepak 12 device using a new set of quik-combo pads. The pt was pronounced dead upon observation that he was in a non-shockable rhythm, asystole.

Manufacturer narrative:
Physio-control evaluated the device but was unable to verify, nor duplicate the reported failure. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.